Event description:
Per the clinic, device was explanted on (B)(6), 2012, due to infection (type not reported). Reimplantation is planned but has not taken place as of the date of this report, (B)(6), 2012.

Manufacturer narrative:
This report is filed (B)(4) 2012.

Manufacturer narrative:
(B)(4).